Event description:
A baxter reporesentative reported to customer service a pump with 12 battery discharges. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 11 2007. Evaluation summary: the device was evaluated on-site. The reported condition of a pump that had 12 discharges was confirmed. Inspection of the device found that these were discharges below the alrarm threshold indicating that the batteries were damaged. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.